Event description:
Homecare pt was being fed using a pump. 100 ml of an enteral feeding solution were hung, and the pump was set to deliver 40 ml/hr. 45 ml were delivered in 30 minutes. Following the event, the pt vomited. There was no illness, injury or medical intervention resulting from the event. This is the first of 2 events involving this pt.

Event description:
Formula used was a reconstituted powder.